Manufacturer narrative:
Additional information: manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that on the 3rd restart of the camera communication issues they attempted to verify the elevate inserter. They followed the steps and made sure that they placed the part with the word "ver" on the divot. It was giving a reading on the bottom of the screen but it would not calibrate. They restarted again and on the final reboot they were able to calibrate the elevate inserter and continue the case. Imprecision has been reported in MDR 1723170-2018-03555 that resulted in screw revision on the patient.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.